Event description:
It was reported damage was found on the measurement panel as there was build up (wear) due to heavy use. It was later noted the connector was defective. The connector was replaced. There was no reported patient or user involvement and no adverse patient/user impact.